Event description:
Customer originally stated that she was seeing errors on the inform meter. Upon review by the first level investigation unit, it was found that the meter showed signs of an electrical short. Connector pins were blackened and melted. No adverse event reported. Requested return of suspect device and replacement was sent.